Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the helix of the right ventricular lead was bent. The procedure was completed using a different lead. The patient status was unknown.